Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead exhibited diaphragmatic stimulation. During a subsequent revision, it was noted that the lead had fractured. The lead was retracted, but due to coronary sinus access issues related to the patient's anatomy, could not be completely removed. The lead remains in the patient. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.